Event description:
Philips received information that a patient was potentially mismarked for a radiation therapy treatment plan. The patient involved was treated with a plan with the user identifying the wrong location for the treatment being specified. The physician in charge of the patient indicated that this treatment did not result in any injury to the patient or the patient requiring follow-up treatment.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The physician in charge of the patient's treatment confirmed that this issue was operator error and the system did not malfunction. An analysis of the case indicated no mistreatment occurred and the patient did not sustain injury. (B)(4).

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The physician in charge of the patient's treatment confirmed that this issue was operator error and the system did not malfunction. An analysis of the case indicated no mistreatment occurred and the patient did not sustain injury. (B)(4).